Event description:
It was reported that a malfunction occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue, and the customer was informed to continue using the pump and to contact technical support again if the malfunction recurred.